Event description:
It was reported the customer submerged their insulin pump into water. Customer reported issues with their keypad not responding after exposing their insulin pump to water. The customer reported receiving a button error alarm. The customer also stated they received an unexpected restart alarm, a off no power alarm, and a check settings alarm. The customer's blood glucose was unknown. Customer stated they did not receive a low battery alert prior to the off no power alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. Off no power alarm functioned properly and passed unexpected restart error test. No unexpected restart alarm or off no power anomaly noted. No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. Check setting alarm functioned properly. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches lcd window, cracked belt clip slot, scratched reservoir tube window. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.